Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.' An implant was returned for investigation.visual inspection of the as returned product identified worn markings due to usage and bone with fracture at the threads. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The reported device was located on tooth 46 and was used for approximately 2 years 4 months. Pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev h - july 2021 information identified: 'warnings' 'precautions' 'potential adverse events'. DHR review: DHR review was completed for the subject lot number (2019031345). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (2019031345) for similar event (complaint category keyword: dental : functional : fracture : implant) and no other complaint was identified. Post market trend review: april post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). UDI not available.

Event description:
It was reported implant removed due to fracture. Pain reported as a consequence of the event.